Manufacturer narrative:
The returned cable was evaluated. External visual inspection reveals nothing of note. The cables fails functional testing, the module intermittently does not draw power or communicate with the test fixture when the cable is bent. X-ray inspection identified broken wires inside the ch connected and ch connector bend relief. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data:

Event description:
The customer reported the cables have intermittent signal issues. No patient impact or consequences were reported.